Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that blood was not able to be drawn from a one-link device. The device was connected to a PICC line. Blood was able to be drawn when the device was removed. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.